Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to another meter. The medical surveillance specialist was unable to obtain additional information during a follow up call and so the complaint is classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at 9:10 a.m. On (B)(6) 2012. The patient claimed that he obtained blood glucose results of "240 and 260 mg/dl" with the subject meter and within 30 minutes obtained a blood glucose result of "140 mg/dl" with a becton dickinson meter. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient reported managing his diabetes with insulin pump therapy (unknown insulin type/dose). The patient told the cca that he consumed more food/drink than in his typical diabetes management at the time the alleged issue began. The patient claimed that one hour and forty-five minutes after the alleged issue began he developed "low blood sugar" and was treated with a glucagon injection by a non-health care professional. The patient denied using any other device to test his blood glucose. At the time of troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement, that the patient was using an approved sample site, and that the patient was using the correct testing process. The cca also confirmed that the patient was not using expired test strips and that the test strips were being stored in undamaged vial. During troubleshooting the patient performed a control solution test that reportedly passed (unknown result). The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event for the following conclusion(s): the patient reportedly developed "low blood sugar" and required treatment from a non-health care professional.

Manufacturer narrative:
(B)(4) follow up #1 - the classification of this complaint will remain as an adverse event. However, the patient provided the medical surveillance specialist (mss) with additional information on (B)(4) 2012. The patient informed mss that the blood glucose results reported from the subject meter and the becton-dickinson meter on the initial report were obtained back to back. The patient said that he manages his diabetes with 0.9 units of humalog insulin per hour, plus bolus doses (based on estimated carbohydrate intake and blood glucose results) before meals. The patient said that he tests his blood glucose 7 times a day and does not have a normal blood glucose range due to being a "brittle diabetic." The patient claimed that one hour and forty-five minutes after the alleged issue began he was playing golf and developed "difficulty speaking and blurry vision," which he associated with low blood glucose. The patient stated that his golf buddies drove him home and that once home he was treated with orange juice and graham crackers by his wife (within 30 minutes of the onset of symptoms). The patient said that the symptoms abated within 20 minutes of the treatment being administered. The patient mentioned that he was diagnosed by his endocrinologist with "diabetic hypoglycemic unawareness," so he often does not know when his blood glucose is dropping, so when the meter was "administering too much insulin because on the high readings he did not know."

Manufacturer narrative:
10/10/2012-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on [10/02/2012] with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.